Manufacturer narrative:
The t:slim pump user guide indicates replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) level up to 246 mg/dl for the past several weeks. The customer would delivered bolus, changed supplies and manual injections to stabilize bg level. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. Reportedly, the customer would use the cartridge for 4-5 days. The customer was educated regarding the labeling instructions for humalog.